Event description:
It was reported that the pacemaker was explanted due to a potential anomaly with this right atrial (ra) lead and the device header. Another pacemaker was successfully placed. This ra lead was a non-boston scientific product. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).